Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Customer's blood glucose (bg) level ranged from 35-280 mg/dl. The customer was admitted to the emergency room (ER) and healthcare providers provided assistance in treating the low bg. The customer was released with the issue resolved and no permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.